Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. The patient's date of birth: (B)(6) 1969. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual and microscopic evaluation noted that the bladder coil was detached, and the detached piece was not returned. During media inspection, the customer did provide one photo related to the complaint; the upn and lot number provided on the photo attached to the complaint match with the reported information in this complaint. No other problems with the device were noted. The reported event of stent shaft break was not confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. For the reported problem of stent shaft break was not confirmed the break in the device shaft was not detected during the analysis. For this reason, the as analyze code will be no problem detected. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened to be used during a ureteral catheterization procedure in the ureter performed on (B)(6) 2023. During preparation, the coil of the stent was found fractured. It was noted that the stent was broken into two pieces along the shaft. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened to be used during a ureteral catheterization procedure in the ureter performed on (B)(6) 2023. During preparation, the coil of the stent was found fractured. It was noted that the stent was broken into two pieces along the shaft. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. The patient's date of birth: (B)(6) 1969.